Manufacturer narrative:
Device 7 of 7 e1: complainant street address: (B)(6) complainant country: taiwan, province of china name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
The distributor reported that during inbound inspection foreign body was found within product. The product was not used. A photograph depicting the issue was received from the complainant.